Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was broken. A field service engineer (fse) repaired the door and stated that the plastic door was cracked when received and that was used to make the tower functional until new door was ordered. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door broken and needs replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.